Event description:
Display backlight failure (device issue). Case description: during a routine review of service order findings at ikaria's regional service center (rsc) on (B)(4) 2014, an ikaria quality manager identified that inomax dsir# (B)(4) had experienced a display backlight failure. It was reported that a delivery failure with backlight current below minimum was discovered in the service log. Due to the reset of the device date/time, it was not possible to determine the timeframe of the log entry. The affected device, inomax dsir# (B)(4), was undergoing routine, scheduled product maintenance when this issue was discovered. Although, the customer did not report a device deficiency or serious adverse event with this device, a failed backlight display in a similar device was associated with a serious adverse event in the past, and is considered a reportable failure/event. As such, although this device issue did not result in a serious adverse event, it is being reported to the FDA because the root cause of this failure is the same as that which resulted in the previous reportable failure/event. Case comment: 26-sep-2014: although there was no adverse event reported; it is being reported because a similar device issue occurred in the past that resulted in a serious adverse event (refer to MDR #3004531588-2013-00023).

Manufacturer narrative:
On (B)(4) 2014, during a routine review of service order findings from ikaria's regional service center (rsc) in the united states, an ikaria quality manager identified an issue with inomax dsir# (B)(4) that was similar to a device issue which occurred in the past and had been associated with a serious adverse event.(B)(4). Dsir# (B)(4) was at the regional service center (rsc) in the united states for routine preventive maintenance. During the preventative maintenance (pm), inomax dsir# (B)(4) experienced a display backlight failure. A review of the service log revealed a delivery failure alarm raised due to backlight current below minimum. The rsc investigation revealed that when the device was powered up, the display had a red tint and then would go to a blank screen, consistent with a display/touch screen failure. The rsc replaced the display/touchscreen assembly, shroud and the backlight inverter. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause for this incident was display-backlight failure. This condition will be tracked and trended under ikaria's quality system. A device related adverse event was not reported nor was a device issue alleged when the device was returned to the company for routine product maintenance; however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2013-00023).